Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in chordae and having to be deployed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a rotated heart. A mitraclip xtw was used for treatment. Imaging was noted to be challenging due to the rotated heart and the clip became caught in the chordae. It was noted that the clip was inverted to try to get it into the atrium but the clip was unable to be freed. The device stopped responding in the closed position and would not open. After going through all standard troubleshooting, the device still did not respond. Subsequently the clip was deployed in the chordae. A second clip was implanted successfully, and the procedure was completed with the mr reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances during positioning of the clip. The reported poor image resolution was due to challenging anatomy with rotated heart. A cause of the reported difficult to open or close (clip open inability in anatomy) could not be determined. The reported foreign body in patient was due to the clip entrapment. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.